Event description:
After a shoulder arthroscopy, upon closure with turning up the overhead lights, a skin burn was noted extending from the posterior portal in a longitudinal fashion distally on her shoulder. The burn measured 4cm x 0.5cm x 1cm. The burn mark was longitudinal as if caused by one of the arthroscopic instruments either the arthroscope shaver or bovie. Burn was treated topically and dressed.